Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the one almost punctured my fallopian tube.") In a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. Essure was removed in (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("I was having a lot of pain and discomfort for years") and medical device discomfort ("I was having a lot of pain and discomfort for years"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fallopian tube perforation, pelvic pain or medical device discomfort. The reporter commented: I had the essure coils procedure in 2007. I had to have them removed for multiple health problems in (B)(6) 2022 by dr.the one almost punctured my fallopian tubes. I was having a lot of pain and discomfort for years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the one almost punctured my fallopian tube.") In a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. Essure was removed in (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("I was having a lot of pain and discomfort for years") and medical device discomfort ("I was having a lot of pain and discomfort for years"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fallopian tube perforation, pelvic pain or medical device discomfort. The reporter commented: I had the essure coils procedure in 2007. I had to have them removed for multiple health problems in (B)(6) 2022 by dr. The one almost punctured my fallopian tubes. I was having a lot of pain and discomfort for years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.